Event description:
The customer reported that they had a viewsonic (B)(4) in which the screen goes black and the input signal light turns amber colored. No video, power cycling does. Power cycling does not help. This resulted in a temporary inability to monitor pts centrally until the customer replaced the display. There was no report of any pt harm as a result of the reported events.

Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wired or wireless connections. Welch allyn technical support remotely assisted the customer and found that one of their displays failed. The customer's biomed department replaced the display and locally disposed of the failed display. With no product being returned to welch allyn, no further failure investigation will be performed. According to our records, the serial number provided by the customer of the alleged defective display does not match any display sold by welch allyn. However, it is of the same type that is approved for use with acuity. Therefore, we are reporting its failure. Method: (customer replaced defective display).